Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found that the reported phenomenon. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr and past similar case, omsc considered that the reported phenomenon was attributed to the gap of the glue of the light guide lens which was generated due to the physical stress etc. Olympus stated the appropriate handling of tjf-260v and the counter measures against abnormalities in the instruction manual of tjf-260v.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus korea (okr), it was found that there was a dirt inside the light guide lens. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.